Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Insulin injections were used to address bg. Pump system check was performed and pump was found to be functioning properly, customer did not check infusion set site at the time of the report. Customer alleged pump was cause of elevated bg. Reportedly, customer reverted to using another pump for insulin therapy.